Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the pt's saphenous vein graft to the circumflex artery. Upon an attempt to deploy the stent, the stent became dislodged from the balloon catheter and embolized. In response, a micro snare was utilized in a successful attempt to retrieve the embolized stent. There were no additional complications reported relative to this event.